Event description:
A patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022. Compromised/obscured visualization during implantation resulted in a slightly posteriorly positioned device with no reported sequelae or effect on the iris or pupil. However, the surgeon elected to reposition the hydrus microstent on (B)(6) 2022.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. The device history records were reviewed for this manufacturing lot and all released product met specification. Additional information was requested, but not provided. A supplemental report will be submitted if new information is received. The instructions for use states that a clear gonioscopic view of the intended implant location is required. Microstent repositioning is listed in the device labeling as a potential adverse event. (B)(4).